Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system 4max reperfusion catheter (4max) was kinked upon removal from the packaging. The kinked 4max was noticed prior to use and therefore, was not used in the procedure. The procedure was completed using a new 4max.